Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. It was also reported that multiple occlusion alarms occurred. Customer was unable to load a cartridge successfully. The customer's blood glucose was 105 mg/dl. Reportedly, the customer did not have alternate insulin therapy available.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. The failure investigation has been completed and the alleged minimum fill notification and cartridge change error issues could not be verified.